Event description:
The patient reported that he felt like neurostimulator was moving in his body. It was noted that the device had moved up and was causing pain and discomfort in its current location. No outcome was reported regarding this event. A further follow-up is being conducted to obtain this information. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Concomitant medical products: product ID 3037, serial# (B)(4), product type: programmer, patient; product ID 3 889-28, lot# va0n07b, implanted: (B)(6) 2014, product type: lead. (B)(4).